Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01884. It was reported the patient was no longer receiving effective stimulation. Reprograming was unable to resolve the issue. X-rays revealed one of the leads had migrated. The leads were explanted and replaced. The patient reportedly receives effective stimulation therapy which resolved the issue.